Manufacturer narrative:
UDI: (B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, high lead impedance and noise was observed on the right atrial lead. The lead was repositioned on (B)(6)2017. The patient was discharged and would continue to be monitored.